Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that they received a new insulin pump and their blood glucose readings have been high. Customer's blood glucose reading at the time of the call was 400 mg/dl and has treated with a bolus. Troubleshooting was performed and the drive support cap and all settings appear to be normal. No further information reported.